Event description:
Information received from the field does not address the patient's clinical status but notes low lead impedance.~~~~~~~~~~

Manufacturer narrative:
H6 - final analysis - normal electrical characteristics, lead fracture mechanism - fatigue fracture of coil; component - lead coil. The distal coil was fractured in the "j" area and both insulations were damaged.